Event description:
It was reported by the customer that "when the physician "removed the guidewire a resistance was felt so the physician pulled it back a bit and the wire unraveled and part of it was still in the vein and the other part was not in the vein. The wire could not be removed, and the physician had to remove the entire thing and reinstall. " there was no patient harm. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of (B)(4) showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.